Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1927bcf-45, batch 15375122, was received for investigation. Visual inspection noted that the device's anchor was cracked down the middle. Functional testing was not performed due to damage to the device. The most likely cause of the reported failure can be attributed to misuse, such as misaligned insertion or prying/leveraging the screw during insertion.

Event description:
On 11th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. There were no fragments left in the patient. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.